Event description:
While the unit was in use on a pt the unit displayed an error code message #120 on the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative removed the unit for repairs and left a loaner unit with the customer. The company representative replaced the power supply. The unit was tested to factory spec. It functioned normally. The unit is now being demostrated at another hospital.